Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, the customer successfully loaded a new cartridge to address the issue. It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. A new cartridge was successfully loaded onto the pump after the pump was reset. Customer's blood glucose level was 180 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.